Event description:
The report is from the (B)(4) study. The patient was a (B)(6) male with a history of hyperlipidemia, abnormal stress test, congestive heart failure, CABG, smoking, diabetes, coronary artery disease, coronary percutaneous revascularization, hypertension, and previous cea recurrent stenosis. The target lesion was the ostium of the right coronary artery. Pre-procedure stenosis was 90%. Lesion length was 15mm and vessel diameter was 6mm. The lesion was mildly calcified. The lesion was pre-dilated. A precise pro rx 8 x 40mm stent was deployed at the target lesion. An angioguard rx, size 6 basket, was successfully deployed and retreived during the procedure. Post-procedure stenosis was 10%. The patient had no neurological deficit when he left the angiography suite. The after the procedure the patient had right visual field loss. The onset was sudden and diagnosis was a stroke. The stroke was due to a small branch retinal artery occlusion. The patient was discharged the following day. The patient is well with minimal visual symptoms. The physician indicated the stroke was related to the procedure.

Manufacturer narrative:
Stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15125280 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process.